Event description:
The customer stated that she performed control tests with her new bottle of test strips and received a result of 199 mg/dl. While troubleshooting, the customer performed more control tests and received a result of 177 mg/dl. The normal control range was 96-132 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement test strips have been sent to the customer.